Event description:
It was reported that the patient experienced adhesive issues with infusion set, which fell off during use and the cause of the product not adhering is patient went to shower then after the infusion set fell off event on (B)(6) 2026

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.